Event description:
Pt underwent open heart surgery to replace aortic valve (prosthetic) that had been in place 25 years. Porcine valve implanted & upon testing, was found to have "leaks." New valve removed & replaced with another baxter valve. 25 yr old valve to be destroyed (normal replacement - not a device failure). Valve will be available in approx 4 weeks.